Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the hub of the delivery catheter pulled away from catheter body during the spitting process. The catheter was replaced. No patient complications have been reported as a result of this event.